Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective generator board, however, the exact cause of the defect could not be specified. It likely the generator board failed due to one of the the following; a defective tr1 transformer on the generator board (permanent error), a defective current transformer on the generator board (permanent error). A defective impedance transformer on the generator board (permanent error). A missing drive signal for the output stage of the generator board (permanent error), a defective peak rectifier on the generator board (permanent error), and/or an output voltage that is too low due to poor switching of the output stage on the generator board (permanent error). A deeper investigation of generator boards with error e433 found one possible cause to be a destroyed transformer tr1. An improved generator board was introduced into production in early july 2020. It was further noted that an e433 error is triggered by the device¿s safety system and occurs during device startup if the effective value of the output signal, which is set for testing, falls below the intended limit of 130v. For safety reasons, the esg-400 is then restarted. If the cause of the error remains, unlimited permanent restarts may be the result. The device is then no longer operational. Olympus will continue to monitor field performance for this device.

Event description:
The doctor at the user facility reported that during a laparoscopic myomectomy, the doctor wanted to seal the bleeder after removing the specimen but heard an unspecified audible sound and then error e433 appeared on the high frequency electrosurgical generator (esg) machine. Another device was used to complete the intended procedure as the doctor continued with diathermy to complete second procedure (appendectomy). There was no delay and no impact or harm to the patient. The generator was inspected before use but no anomalies were observed.

Manufacturer narrative:
The referenced device was returned for evaluation and the customer¿s reported issue was confirmed. The device displays error e433 and the problem was isolated to a defective generator board. No further information regarding the event was provided by the customer. The device history records showed that the device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.